Manufacturer narrative:
Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement (tvr) procedure. The IFU cautions that long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Valve reintervention may be due to valve dysfunction (e.g., severe, or clinically significant paravalvular leak, central leak, significant malposition, early/late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). During the manufacturing process, all sapien valves (all models) are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Should additional information become available, the information will be reviewed, and the file updated accordingly. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
It was reported via the edwards lifesciences implant patient registry that a 23mm sapien 3 ultra valve, implanted in the aortic position, was explanted after an implant duration of 4 years and 1 month. A surgical valve was implanted. No additional details have been provided.

Event description:
It was reported via the edwards lifesciences implant patient registry that a 23mm sapien 3 ultra valve, implanted in the aortic position, was explanted after an implant duration of 4 years and 1 month. A surgical valve was implanted. Per medical record, the patient initially underwent a successful transcatheter aortic valve replacement procedure (tavr); however, there was concern for hypo attenuated leaflet thickening (halt) shortly after the procedure (date not documented), and anticoagulation was initiated. The patient subsequently underwent routine echocardiographic surveillance. The patient later presented with worsening dyspnea on exertion and fatigue and was admitted for further evaluation. An echocardiogram performed 3 years and 10 months post implant demonstrated a left ventricular ejection fraction (lvef) of 57%, an aortic valve mean gradient (avmg) of 35 mmhg, an aortic valve area (ava) of 0.80 cm2, mild aortic insufficiency, a severely dilated left atrium, and mild mitral and tricuspid regurgitation. The patient subsequently underwent surgical explant of the tavr valve. Intraoperative findings demonstrated significant non-infectious tissue overgrowth on the transcatheter valve frame both above and below the valve, resulting in clinically significant obstruction, while the leaflet tissue was noted to be relatively intact. Pathology of the explanted valve demonstrated myxoid degenerative changes with calcification, without evidence of infection.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the medical record received. The following sections of this report have been updated: corrected b5, additional information added to b7, corrected h6 health effect - clinical code, and corrected h6 device code. Investigation is ongoing.